Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a female patient underwent breast reconstruction with a 350 cc mentor cpx 2 breast tissue expander. The expander was implanted after the patient went through a breast cancer surgery in 2012 and it was reported to have been defective from the beginning and also had leakage. It was also reported that the patient assumed it was perforated during surgery. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.